Event description:
At about 3 weeks from primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 30-06-2025. Lot 2435423: (B)(4) items manufactured and released on 15-01-2025 expiration date: 2029-12-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Additional devices involved and revised: batch review performed on 30-06-2025. Liner: versafitcup dm 01.26.2854mhc double mobility hc liner ø28/dmg (k092265) lot 2339182: (B)(4) items manufactured and released on 08-11-2023 expiration date: 2028-10-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusion: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.